Event description:
Vascutek ltd, was made aware of an incident, that occurred with a pt who had a vacutek manufactured, gelweave, straight, vascular prosthesis implanted. This event is 1 of 12 similar events that have been reported to vascutek ltd. From the same clinic. Vascutek ltd was advised of the incident on the (B)(6) 2012, via our (B)(4) distributor (B)(4). The event was described as; the pt developed "late tamponades" (cardiac tamponade) within 3-8 weeks of the initial surgery taking place; which resulted in the pt undergoing corrective surgery to clean the device (gelweave, straight, vascular prosthesis) and then apply bio-glue.

Manufacturer narrative:
Method: it is unk if the device will be made available for inspection and evaluation. Vascutek ltd is still awaiting info that relates to the incident. Results: as no product info (lot no. Or s/n) has been returned to vascutek, a review of the associated manufacturing records could not be completed. (B)(4). Vascutek has performed a review of similar instances that involved the gelweave family of products. (B)(4). Conclusions: (no conclusion can be drawn) vascutek does not have enough info or the product to determine the root cause of the reported defect at this time. Once the finalized complaint info has been returned to vascutek ltd for evaluation; a follow-up / final incident report will be generated detailing our investigation findings. It is not known if the vascutek graft was used in conjunction with any other device at this time. The gelweave graft was first approved in (B)(4) in 1995, and in the USA in 1995 (k9552293).